Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine. The machine alarmed after the start of treatment and was reset. No additional alarms occurred. At the end of therapy the patient gained 1.2kg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by a non-baxter qualified technician. During inspection of the machine, the ultrafiltration (uf) cell was found to be defective. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the uf cell failure which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.